Event description:
An intrathecal catheter was placed on (B)(6) 2014 to trial for a pump. The patient had a decline in medical condition following the intrathecal catheter implant. Overnight the patient had a witnessed seizure which ceased on its own. It was reported that she also had generalized tremors and was unresponsive. She was noted to be hypertensive and mildly hypoxic. She had also been persistently hyperglycemic since placement of the intrathecal catheter. It was noted that the physician required control of the patient's chronic conditions prior to proceeding with a pump implant. The trial was stopped on (B)(6) 2014. The patient was administered tegretol on (B)(6) 2014. The severity of the event was noted to be ¿severe¿. The event resulted in prolongation of existing hospitalization. The outcome of the event was reported as ¿resolved without sequela¿ as of (B)(4) 2014. During the trial, the patient was receiving morphine 0.1 mg/ml at 1.5 ml/hr.

Manufacturer narrative:
(B)(4).